Event description:
The lens haptics were found broken after the lens was implanted in the patient's eye. The incision was enlarged to remove and replace the lens with no consequences to the patient.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.